Event description:
It was reported that during an arthroscopy procedure, the shaver handpiece "goes off and on by itself." There is no report of injury or surgical delay with this event.

Manufacturer narrative:
No medwatch was rec'd from the user facility. All sections on this form completed by the MFR. Investigation findings: the customer's reported problem was confirmed. During investigation the handpiece was tested and was found to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no reported injuries associated with this failure.